Event description:
It was reported that the patient received inappropriate atp therapy due to t-wave oversensing. The device was reprogrammed. The patient did not notice the therapy and felt fine after the event.